Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that the paramedics were called to her home one year ago, due to a low blood glucose of 23 mg/dl. The patient stated that they treated her, and stayed with her until her blood glucose reached 60 mg/dl. The patient stated that she's a brittle diabetic, and has been experiencing high and low blood glucose levels all her life. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The patient stated that the device was not exposed to high magnetic fields. Nothing further was reported.